Event description:
Patient reports that all keypad buttons have been intermittently responsive; noticed issue a few weeks ago. Patient reports no special activity leading up to onset. Patient does not clean pump. Patient wears in pocket.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, evaluation revealed a dim reddish screen.